Event description:
It was reported that the patient was not able to adjust stimulation and their patient programmer display showed a ¿call your doctor¿ icon and a power on reset (por) condition. The issue occurred yesterday and the patient went to the hospital last week for a medical procedure of a surgery 9 days ago and they made them shut the implantable neurostimulator (ins) off. It was noted that yesterday when the patient tried using the programmer they saw this message and could not turn it back on. The patient was going to have to get the device reprogrammed.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va05sbx, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).